Manufacturer narrative:
(B)(6). Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. Investigation conclusion: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time. Root cause description: based on the investigation results to date the root cause was not determinate for the defect described in this complaint. Rationale: not confirmed: bd was unable to confirm the complaint for the defect claimed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter, the needle failed to retract. No serious injury or medical intervention was reported.